Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from a various sources. All fourteen malfunctions involved patient with no patient consequences. Of the fourteen patients, seven were male and seven were female, thirteen patients age ranged from 50-83 years and one patient weighs 125 lbs. Remaining patient details were not provided.

Manufacturer narrative:
H10: of the reported fourteen malfunctions, lot number were provided for eight malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for fourteen malfunctions and out of this fourteen malfunctions two were provided with images. For nine malfunctions, the investigation is confirmed for the reported tilt and perforation, for two malfunction, investigation is confirmed for perforation and inconclusive for tilt, for another malfunction, investigation is confirmed for perforation and unconfirmed for tilt, for another malfunction, the investigation is confirmed for perforation and migration (B)(6) and is inconclusive for tilt. For remaining one malfunction, the company is still investigating the issue at this time. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfwk2819, gfwi3121, gfwa0441, gfwf3238, gfvi0340, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported fourteen malfunctions, the product catalog number for one malfunction was updated as md800j. Lot numbers were provided for nine malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all fourteen malfunctions and images were provided for one malfunction. Therefore, for nine malfunctions investigation is confirmed for the reported malposition of device and perforation, for one malfunction investigation is inconclusive for the reported malposition of device and perforation, for two malfunctions investigation is confirmed for perforation and inconclusive for malposition of device, for one malfunction investigation is confirmed for perforation and unconfirmed for malposition of device and for the remaining one malfunction investigation is confirmed for perforation, migration(a010402) and inconclusive for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfwk2819, gfvk0294, gfwi3121, gfwa0441, gfwf3238, gfvi0340, unknown),

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All fourteen malfunctions involved patient with no patient consequences. Of the fourteen patients, seven were male and seven were female, all fourteen patients age ranged from 50-83 years and one patient weighs 125 lbs. All other patient details were not provided.

Manufacturer narrative:
Of the reported fourteen malfunctions, lot number were provided for eight malfunctions, and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation, however, medical records were received for twelve malfunctions, and out of this twelve malfunctions, two were provided with images. For nine malfunctions, the investigation is confirmed for the reported malposition and perforation. For one malfunction, investigation is confirmed for perforation, and inconclusive for malposition. For another malfunction, investigation is confirmed for perforation, unconfirmed for malposition, and for two malfunctions, it is inconclusive, as there was no evidence. For the remaining one, malfunction investigation is identified for malposition and perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfwk2819, gfwi3121, gfwa0441, gfwf3238, gfvi0340, unknown).

Event description:
This report summarizes fourteen malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from a various sources. All fourteen malfunctions involved patient with no patient consequences. Of the fourteen patients, seven were male and seven were female, twelve patients age ranged from (B)(6) years, and one patient weighs (B)(6) lbs. Remaining patient details were not provided.